Event description:
The following was reported to gore on (B)(6)2025 from the (B)(6) study database: on (B)(6), 2023, this 64-year-old patient underwent endovascular treatment for an asymptomatic true aneurysm in the hepatic artery. The patient was treated with three gore®viabahn®endoprosthesis [vsx] devices. The vsx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The gastroduodenal artery and left and middle hepatic arteries were embolized and the proximal common hepatic artery was stented with a biotronik pulsar 18 stent. On (B)(6) 2025, the patient was noted to have an asymptomatic growth of hepatic artery aneurysm. In-patient or prolonged hospitalization and medical or surgical intervention and treatment was required. Treatment included antiplatelet/anticoagulant medication and a repeat intervention. The resolution of the adverse event is noted as (B)(6) 2025. The patient was admitted to the hospital on (B)(6) 2025. On (B)(6)2025, the patient underwent an endovascular reintervention for a distal endoleak type I, where a newly implanted vsx device was used for a distal extension that requires overlap with the previously implanted vsx device. An anticoagulant or antiplatelet was used in the procedure. Vsx device patency was restored/maintained at the end of the procedure. There were no procedural complications, and the patient discharged from the hospital on (B)(6)2025.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. As the device remains implanted, no further investigation of the device can be conducted. H6 investigation findings code c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. With the information provided to gore, the root cause of the reported event cannot be established. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information provided to gore the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events, possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension